Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump, particularly the o-ring and pneumatic tap area, ensuring the cartridge was properly attached and the load process completed successfully. The customer followed these instructions and was able to resume insulin delivery.